Event description:
The dealer states the joystick will not save programs and won't turn off right out of the box.

Manufacturer narrative:
(B)(4). Received additional evaluation "7.6.5." Returns expanded evaluation report form conclusion: utilizing existing complaint information, actual observations and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the switch not turning off, but not confirmed for the joystick not saving programs.

Event description:
The dealer states the joystick will not save programs and won't turn off right out of the box.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.